Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead was fractured and measured high impedance. It was noted that, during the explant, the lead was punctuated while gaining access for the new lead. The lead was replaced. No further patient complications have been reported as a result of this event.